Event description:
A report was received by the connecticut department of consumer protection, advising between (B)(6) 2025, the patient has experienced several skin issues at the pod infusion site that appear to have caused permanent damage with black circular dots. Additionally, it was reported the patient experienced high blood glucose levels (400 mg/dl) that impacted their vision. No further information was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The patient has not directly reached out to insulet regarding the infusion site issues. We are unable to determine if any product condition could have contributed to the skin irritation. The device will not be returned. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.